Event description:
While performing bench service for the device, it was identified by an authorized technician that the unit failed to recognize the installed battery. There was no patient involvement. The customer requested that the device be returned for bench repair. The device was received by the bench repair service on 15-dec-2021. Upon evaluation of the device by an authorized bench technician, it was discovered that the battery was in poor condition and subsequently causing the unit to fail operational testing. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the battery. The customer was advised that the battery would need to be replaced to return the device to working condition. After recommendations were provided for the repair, the customer declined further service and the unit was returned unrepaired. There is no indication of a systemic problem. No further investigation or action is warranted.